Event description:
It was reported that an artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that an artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted. Additional information received indicating the patient experienced recurring incontinence due to the device was not coapting the urethra as fluid had leaked from device and it was no longer working properly. Following the replacement surgery, the device appeared to cycle correctly.